Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had no display with constant alarming. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. D5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt. A non-original equipment manufacturer battery was identified, and the top case corners were chipped. The bottom case was cracked by the l-bracket, right plunger case and ac cord clamp. Error codes or event history log (ehl) could not be viewed due to a blank screen with constant alarm. After the power up process, the customer reported issue was confirmed, the device exhibited a blank screen with constant alarm. Root cause is attributed to an incomplete update process by the customer. The issue was corrected by using a test top case to download v1.6.4 software to the pump base, then reconnected the customers top case and uploaded the software from the base to the head of the pump. Power up process, preventive maintenance and all functional tests were performed which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
Additional information was received by the manufacturer via email and attached to the complaint object. This unit was found in the dirty equipment room with a note on it.